Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device had bubbled dso (downstream occlusion) seal. The customer reported issue was able to be confirmed through flow accuracy test. The cause of the reported issue was nonconforming expulsor dimensions. The expulsor was trimmed to correct the issue. Before returning to the customer the device has to pass functional and delivery tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump did not pump fluid correctly. There was no patient involvement since the staff was unable to prime the line. The event occurred before infusion. There was no harm/adverse event reported.